Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to occlusion alarms. Customer administered a manual injection and delivered a bolus via pump to address bg level. Customer performed a supply change to address bg level.